Event description:
It was reported the patient is not getting adequate stimulation. The patient stated she is not getting the same coverage she received during her trail. An sjm representative met with the patient and attempted to reprogrammed the patient's scs system, but could not improve the stimulation coverage. X-rays of the lead were taken and the lead is still in the proper placement. The patient has been scheduled for additional programming at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.